Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the coyote was returned for analysis. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination showed tip damage and balloon separation. Microscopic showed the inner shaft was separated. Inspection of the remainder of the device presented no other damage or irregularities. The rupture report was confirmed and likely the result of the shaft separation.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.